Event description:
This is a spontaneous report from a nurse in the USA of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). On an unreported date, dianeal therapies were withdrawn and the patient started on hemodialysis. During a call with baxter customer services (bcs), the following information was reported. On an unreported date, the patient's plastic adapter became loose and there was a crack in the catheter. On (B)(6) 2012, the patient experienced and was hospitalized for peritonitis. The nurse stated that the cause of the peritonitis was related to the adapter part of the catheter. On an unreported date, a peritoneal effluent culture was performed, and the results were positive for pseudomonas aeruginosa and candida krusei. On an unreported date, the patient was treated with vancomycin and meropenem (dose, route, frequency, and lot number not reported). The patient was recovering from this peritonitis event. Patient injury reported: yes. Medical intervention required: yes. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).